Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation.

Event description:
It was reported that the needle detaches easily from the thread.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: according to the information received, the date of occurrence is 16.07.2018. This code-batch is involved in a recall that was initiated in june 2018 and the customer must not have used the product. There are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in stock. We have received one closed sample. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 2.23 kgf (ep requirements: 1.83 kgf in average and 0.71 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: this code-batch is affected by the novosyn-safil recall initiated in june 2018. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.